Event description:
It was reported that the bd safe-clip¿ needle clipping and storage device not clipping. The following information was provided by the initial reporter: consumer reported the bd safeclip is not clipping

Manufacturer narrative:
Investigation summary customer returned (1) used bd safeclip from the lot# 2179001. It was reported by the consumer that bd safeclip is not clipping. The safeclip visually examined and observed no damages. It was observed that the cutter hole was blocked with previously clipped cannula additional cannula could not be inserted into the receptacle due to the blockage. The likely scenario is that the safe clip is full, has been used over time, and there is no room to store additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. A device history record review showed no non-conformances associated with this issue during the production of this batch. Bd was not able to duplicate or confirm the customer¿s indicated failure as the device performed as intended and is now likely full. The cause for this issue is user related. The safeclip performed as intended, and is now likely full.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. As nypro, mx is an OEM manufacturing site. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: na. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safe-clip¿ needle clipping and storage device not clipping. The following information was provided by the initial reporter: consumer reported the bd safeclip is not clipping.